Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high pacing lead impedance measurements on the rv lead was observed via merlin.net. Review of trend showed the impedance to be generally stable with intermittent out of range values. The lead will continue to be monitored.